Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the aligners are very tight and uncomfortable. They are causing cutting, bruising and irritation on their gums. Provided patient with comfort tips, information on blanching and photos with the aligners off to see the gum irritation. Requested patient to update if tips helped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.